Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior spinal fusion surgery there were multiple issues while using symphony. It was noticed that the screw head chip when a set screw was apparently cross threaded while using the reduction gun. It was unknown how it occurred . Also, there were two set screw drivers that had tips sheared off while inserting set screws. Fragments were generated and easily removed. There was a surgical delay of ten (10) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown reduction gun (part# unknown, lot# unknown, quantity unknown). This complaint involves four (4) devices. This report is for (1)unknown locking/set screws. This report is 3 of 4 for (B)(4).